Event description:
It was reported that during the lap hemicolectomy surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/08/2022. Batch # unknown. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a black reload from the top view and 5 drivers can be seen up, the knife exposed and the swing tab in the locked position. It is possible that the knife exposure noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing the knife not returned completely to its home position. Also, the drivers up are related to an incomplete fire. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.